Event description:
It was reported that the after the device implantation, patients leads migrated. The physician opted to take back the patient in to the operating room and make adjustments. The patient was doing well postoperatively.